Event description:
Information received indicates the right foot siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch was seized due to the use of silver nitrate in the burn unit. The technician cleaned and lubricated the siderail latch to repair the bed.